Event description:
Healthcare professional confirmed left rupture intraoperatively. Physician indicated device would not be returned, "not permitted as full rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b5 g2 h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for the left side. Device was explanted.